Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on june 07, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and loss of osseointegration on (B)(6) 2017. The patient was reimplanted with another device on (B)(6) 2017.